Event description:
The subject device is a loaner unit that allegedly would not start up. The issue was identified by olympus personnel at the loaner facility. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the device could not be started due to failure of the power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the device did not start up due to the faulty power unit. However, the root cause of the power unit failure could not be determined. In addition, service found the top cover was deformed slightly. Per the legal manufacturer, the deformed top cover has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.